Manufacturer narrative:
This report is submitted on june 14, 2021.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021 as the patient needs MRI compatible device. There are no plans to reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on july 29, 2021.